Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect i2000sr analyzer, list 03m74-02, manufacturing site irving, tx to architect total b-hcg reagent, list 07k78-25, manufacturing site lisnamuck, longford ireland. MDR number 3005094123-2016-00009 has been submitted for the new suspect medical device and all further information will be documented under that MDR number. The suspect medical device changed.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that false positive architect bhcg results were generated for patient samples. No specific patient information or result data was provided. No adverse impact to patient management was reported.